Event description:
It was reported that on (B)(6) 2024, a 25m navitor vison valve was chosen for a procedure using a small flexnav delivery system. The perimeter of the annulus was 71.1mm. The valve was implanted at a depth of 2mm at non-coronary cusp and 1mm at left coronary cusp. The day after the surgery, the patient presented with abdominal pain and a coronary occlusion was noted. An aortic valve replacement (avr) was performed and navitor valve was explanted. The patient was reported stable.

Manufacturer narrative:
An event of obstruction/occlusion post procedure was reported. A returned device assessment could not be performed as the device and was not returned for analysis. Possible causes of device obstruction/occlusion include device oversizing and suboptimal implant depth. The correct valve size was used as per the instruction for use (IFU). Final implant 2mm at non-coronary cusp and 1mm at left coronary cusp. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined. However, suboptimal implant depth could contribute to the obstruction of the coronary arteries. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.